Event description:
"A spike of the transfer set was broken. The set was in use for 206 days." There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.